Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed high, out of range shock impedance measurement and high pacing thresholds. The patient was seen for a revision procedure where the lead was surgically abandoned and the device was explanted. It is unknown if the device will be returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.